Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): eval results: (myocardial infarction and revascularization).

Event description:
Confirmation was received that the previously reported mi occurred in the territory of the target vessel approximately 4 months post index procedure. The investigator indicated that the event was definitely related to the study device.

Event description:
Investigator indicated that the CABG was definitely related to the study device.

Event description:
The pt rec'd two endeavor sprint rx drug eluting coronary stents in the mid cx during index procedure and one endeavor sprint rx in the prox lad during staged procedure approx 2 week post index procedure. Approx 4 months post index, the pt was re-hospitalized with chest pain. An angiography showed restenosis of the lad & cx. CABG was performed (target vessel). The investigator indicated that the reported event was definitely related to the study device. (Ref MFR #9612164201100593, 9612164201100594).